Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Review of the ventilator diagnostic log noted an occlusion occurrence. The manufacturers service engineer reported the blower and/or motor controller pcb board will be replaced to address the reported problem. Completion of service is pending. Failure of the blower could result in no ventilation during normal ventilation mode operation.

Manufacturer narrative:
Supplemental report.

Event description:
Device evaluation and service were completed. The manufacturers service engineer confirmed the reported problem. The service engineer reported the blower and motor controller pcb board were replaced to address the reported problem. Applicable final testing passed to operating specifications.